Event description:
Portion of the cannula was broken free during use. Surgeon did not retrieve the piece at the time of the event. Pt needs surgery and piece shall be removed at that time. Reported no pt injury as a result of this situation.